Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/19/2017 that on (B)(6) 2017 the display device showed an intermittent out of range signal. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of an intermittent out of range signal could not be confirmed. A root cause could not be determined.